Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was to report that their ins is depleting at a rapid rate. Pt explained that their ins was 100% charged prior to going to bed and it depleted to 30% by morning. Pt confirmed that they increased stimulation. Agent reviewed that increasing stimulation will cause the ins to deplete faster. Pt also reported that it's taking a long time to charge their ins and one time when they were charging the ins they saw a flashing red light on the handset. Pt confirmed that they're only able to obtain 'good' recharge quality and can't get 'excellent' quality. Pt confirmed that they still have a bandage over their incision. Pt was uncertain if there was still swelling present at the implant site. Agent reviewed that possible swelling from being newly implanted and the bandage could interfere with recharge quality. Pt mentioned that they spoke with medtronic rep today and was instructed to contact patient services for assistance. Agent reviewed that the ins depleting at a rapid rate has to do with settings and programming and it is something that needs to be addressed in pers on. Pt will continue to monitor recharge quality over time as their incision heals.